Event description:
This is a report of a patient that made a mistake involving touch contamination, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin intraperitoneally (ip). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event of peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.